Event description:
Received lasik surgery for sight correction in both eyes. The day after surgery, during the post op check, dr noticed a crease in my right cornea. He reopened the flap and flooded the eye with desired result of ironing out the wrinkle. Next day, was examined again by same surgeon. He repeated procedure with the disclaimer this was the last time he would try to remove the crease. He explained it's like when saran wrap is pinched, it can't be pulled apart, but the crease will always show. More manipulation would have less chance of repairing it than previous procedures and more chance of causing worse damage.